Manufacturer narrative:
Corrected report, section a1 "patient identifier (in confidence), section g1 "contact office (and manufacturing site for devices) or compounding outsourcing facility " -contact- email address and section g3 "date received by the manufacturer", have been modified with the correct information.

Manufacturer narrative:
Based on the information provided by the patient and internal investigation conducted by access dental lab, there is no conclusive evidence that supports or opposes the fact that the aligners caused, contributed, or would likely cause or contribute to the reported event. This event is being filed as an MDR since the patient reported symptoms or physiological conditions related to tooth fracture (chipping) and damaged crown (cracked dental restoration). As per CAPA (B)(4) this event is retrospectively being reported and therefore was not reported within the required 30-days.

Event description:
The customer reported a permanent tooth chipped and a dental restoration broke while wearing aligners; the customer was not able to provide the impacted teeth number. The customer required medical intervention and restorative work was performed. It is unknown if aligner treatment was discontinued.